Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote transmission for the patient¿s implantable cardiac monitor (icm) device noted counts for pause episodes, but there were no pause episodes in the episode list. The clinician expressed great dissatisfaction in how this data presented and had some improvement suggestions. The device remains in use. No patient complications have been reported as a result of this event.